Event description:
It was reported that balloon rupture occurred. On an unspecified date, an unknown stent was implanted. In july 2023, 50% in-stent restenosis was noted in the moderately tortuous mid left anterior descending artery. A 15mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon was inflated once at 8 atmospheres then ruptured upon second inflation at 7 atmospheres. The procedure was completed with another of the same device. As per physician, the stent struts may have gone bad. No patient complications were reported.